Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device passed 72 hour type testing with modem up and connecting, while running various features such as ECG, spo2, and nibp without duplicating the report. The device was recertified and returned to the customer. Review of the logs points to the placement of the antenna being installed directly on top of the unit as the cause of the report. The customer was advised to adjust the location of the antenna or change to an approved antenna recommended by zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.